Manufacturer narrative:
Description of event problem: additional information received from the surgeon, who states, ""I don¿t know if the device was malfunctioning but right from the start and identification of the laryngeal nerves (i.e.: before we dissected around them) there was no signal. It may very well have been a patient item as she had post op bilateral cord weakness."

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis by our qe, it was noted that no original packaging or labeling was returned. Once removed from plastic bags, tube was in good shape; it appeared that some cleaning/decontamination was done to the tube before it was returned. There was some bio-debris present, and surgical taping indicating the tube had been used. Print on the tube identified the tube as size 7mm. The electrodes appeared in good condition, not bent or kinked. The fluke multimeter was used to take resistance readings across the length of the electrode assembly, from the exposed electrodes to the connector end of the wire harness. The red resistance of the red electrodes was found to be 3.5 ohms, and 3.7 ohms. The resistance of the blue electrodes was found to be 3.1 ohms and 3.4 ohms. Drawing 66f1325, emg et tube harness, rev c requires the resistance in the harness to be between 1.7 and 3.7 ohms. The electrodes were within specifications. The tube was inflated in water with 20 ml of air as per inspection outlined in xpi-s 8229505 emg et tube reinforced, single channel rev ac section 9.10 water testing process check. Bubbles were seen exiting from the proximal side of the cuff through a cut. The cuff was examined under magnification (see image 7-613916a) the cut appeared to have been made with a sharp object. The complaint could not be confirmed for alleged failure mode "would not stimulate". Failure to stimulate can have multiple causes. The IFU (instructions for use) includes these instructions: do not use local anesthetic gels or creams to lubricate the tube or apply topical anesthetic sprays on the vocal cords. The use of paralyzing anesthetic agents or neuromuscular blockers will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Avoid false negative responses (failure to locate nerve), which may be caused by: neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli. Deep anesthesia, which may suppress neuroelectrical activity of the recurrent laryngeal nerve. Insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small. Displacement during the procedure when rotating the patient¿s head and neck. Prior to intubating the patient: test the emg tube cuff for leakage by inflating with 15 to 20cc of air. Tube was found to have a cut in the cuff. Tubes are tested for leaking before packaging 100%. It is likely this cut may have happened during removal of the tube or during the procedure. (B)(4).

Event description:
It was reported that during a total thyroidectomy procedure the ¿nerve would not stimulate. Noted post procedure vocal cord paralysis.¿ additional information receives states that there was ¿no positive emg response when expecting a response.¿ it has been added that the stimulus during the procedure was set at 1.0ma, and the threshold was set at 100 microv; the stimulus return was not reported.

Event description:
Additional information received from the surgeon, who states, ""I don¿t know if the device was malfunctioning but right from the start and identification of the laryngeal nerves (i.e.: before we dissected around them) there was no signal. It may very well have been a patient item as she had post op bilateral cord weakness."